Event description:
Physician prescribed trazodone, I took less than the prescribed dosage the next day the effects of the medication cause my heart to go into a super fast heart rate, which was almost fatal.